Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: the patient underwent a laparoscopic intraperitoneal onlay mesh repair (ipom) procedure. The reloadable tacking devices were used to tack the mesh to the abdominal wall. A second operation was required six days after the original procedure. There was injury as a result of the event, tacks were in the cavity of the patient. Twelve tacks fell into the cavity of the patient. There may be more tacks. The patient outcome is reported has no injury.